Event description:
It was reported that following the revision procedure (MFR. Report no. 3006630150-2025-07779), there was an area of erythema surrounding the incision site. Along the track of the lead wires, the patient felt severe tightness and pain when bending and leaning forward, and muscle spasm was also noted. The patient was administered flexeril.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 21387811, UDI: (B)(4). Product family: scs-linear leads: upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 21302132, UDI: (B)(4). Product family: scs-linear leads: upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 21442766, UDI: (B)(4). Product family: scs-linear leads: upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 21442766, UDI: (B)(4). Product family: scs-ipg-r-MRI: upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 793200, UDI:(B)(4).

Event description:
It was reported that following the revision procedure (MFR. Report no. 3006630150-2025-07779), there was an area of erythema surrounding the incision site. Along the track of the lead wires, the patient felt severe tightness and pain when bending and leaning forward, and muscle spasm was also noted. The patient was administered flexeril. Additional information was received that the patient underwent a revision procedure.